Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 43.5 and 70.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly ddt. Conclusions: evaluation of the first returned smart coil revealed an unknown substance within the introducer sheath. If the introducer sheath is occluded, it may prevent the smart coil from advancing within its introducer sheath. During functional testing, an unknown substance prevented the introducer sheath from being loaded onto the smart coil. Further evaluation revealed pusher assembly kinks and an embolization coil with offset coil winds. If the smart coil is forcefully advanced resistance, damage such as these may occur. Some of the kinks and offset coil winds may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the second returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The friction locks inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to seat properly on the mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be experienced during advancement. During functional testing, the smart coil was advanced through the introducer sheath with resistance experienced while advancing the mid-joint through the friction lock. The smart coil was then advanced through a demonstration microcatheter without issue. Further evaluation revealed pusher assembly kinks. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00807 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00807.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coil). During the procedure, the physician successfully placed two smart coils and other coils in the target vessel using a non-penumbra guide catheter and a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance, and the smart coil would not advance within its introducer sheath; therefore, the smart coil was removed and the distal end of the coil was found to be damaged. The physician then attempted to advance a new smart, but the same issue occurred; therefore, it was removed. The procedure was completed using new smart coils and additional other coils with the same microcatheter. There was no report of an adverse effect to the patient.